Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine(1.2 mg/ml at .399 mg/day) and dilaudid(7.5 mg/ml at 2.5 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and other non-malignant pain. It was reported that an active motor stall was noted in the pump event log report during interrogation; the stall was noted to be at 585 hours. There was no report of the patient recently having a magnetic resonance imaging performed. The caller stated that the patient was experiencing sudden pain. No further complications have been reported as a resultof this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the pump was replaced today and that it would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that cause of the motor stall was unknown. No further complications have been reported as a result of this event.

Manufacturer narrative:
The patient's weight was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis identified residue on the motor gear train. If information is provided in the future, a supplemental report will be issued.